Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the affiliate that the lcsc5 shears had no function. Another device was used to complete the case. There was no consequence to the pt.